Event description:
It was reported that a minicap transfer set was leaking between the light blue main housing and white twist clamp. This occurred during patient use. The reporter stated that some dianeal solution leaked on the patient. The transfer set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.